Manufacturer narrative:
Updated field: d4.

Manufacturer narrative:
Not explanted.

Event description:
A patient received a crown cna23 during an aortic valve replacement. The patient experienced thrombosis of the valve a few weeks post-implant. The patient is being monitored.

Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna23, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. As the valve was not available for analysis and no further information was received, no device investigation can be performed and the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficiencies were identified.

Event description:
A patient received a crown cna23 during an aortic valve replacement in (B)(6) 2015. The patient experienced late thrombosis of the valve in 2019. The patient is being monitored.